Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2008 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on (B)(6) 2009 which qualifies this case as an incident. Study description:(B)(6) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included two children. She had an iud for contraception. On (B)(6) 2008, the first attempt to insert essure was performed. Patient's beta hcg was negative. Benzodiazepine was used as premedication. Uterine cavity condition included hypertrophic endometrium; uterus was not retroverted. Ostium visualization was only possible on the left side. The procedure took 10 minutes. There was a perception of obstacle in the right side. Iud was in place and was removed for essure placement; however essure insertion on right side was impossible. Investigator considered tubal obstruction as the reason for unilateral placement and requested a hysterography. On (B)(6) 2009, another attempt to insert right essure was performed. IV sedation failed so general anesthesia was performed. Uterine condition was normal. Procedure took 10 minutes. There was perception of obstacle on right side, insert was withdrawn and there was a sensation of perforation. Sterilization was performed by laparoscopy (clip placed on right side). Patient experienced pain during and after this attempt. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. During essure insertion, the physician had the perception of an obstacle at the right side and, while withdrawing the insert, had a sensation of perforation. Patient experienced pain. The procedure was stopped and sterilization was performed by laparoscopy. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the insertion was stopped as placement was difficult on the right side due to perception of an obstacle. It remains unclear whether a perforation occurred or whether there was only the sensation of a perforation by the physician. Nevertheless, considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Since a surgical intervention (laparoscopy) was required, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up information received on 26-jan-2016: (B)(4). The first intervention was made on (B)(6) 2008 due to essure placement failure on right side (first attempt). Three months test confirmation by hsg showed right tubal patency, left tubal obstruction, left implant was in place. The second essure placement attempt was considered difficult. The physician reported feeling of perforation: direct trajectory 2 polyps were underlined on anterior face of uterine cavity. In accordance with the patient, endometrial resection and laparoscopy was performed for clip placement right fallopian tube. The right uterine horn perforation was confirmed. Results for ana-pathological test showed polypoid granulocytic hyperplasia of endometrium without suspect nature. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-jan-2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. During essure insertion, the physician had the perception of an obstacle at the right side and, while withdrawing the insert, had a sensation of perforation. The right uterine horn perforation was confirmed. Patient experienced pain. The procedure was stopped and sterilization was performed by laparoscopy. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the insertion was stopped as placement was difficult on the right side due to perception of an obstacle. It remains unclear whether a perforation occurred or whether there was only the sensation of a perforation by the physician. Nevertheless, considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Since a surgical intervention (laparoscopy) was required, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.